Event description:
Per report received from australia, it was a case of an implant of a 26mm sapien 3 ultra resilia valve in aortic position by right transfemoral approach. Due to the patient's very horizontal aorta, it was difficult to cross the native valve and an extra small non-edwards wire was used. Despite the extra small wire, the operator was unable to position the valve in an ideal position due to the angulation. Therefore, the valve was left in position, and the left femoral access was used with an 8fr sheath to introduce a buddy balloon of 18mm and a bav was performed. The valve was then deployed under rapid pacing with good result. However, fluoroscopy showed staining above the valve frame. Echo was performed showing a dissection flap. The dissection was from the aortic root to the proximal thoracic aorta. The patient was moved to surgery, the valve was explanted, a 25mm surgical edward's valve was implanted, and the arch was repaired. The patient was noted to be stable and discharged. After discussion with the medical team, as the patient was stable after the bav and valve implantation, it was unknown which exact device may have caused the aortic dissection.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these type of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient condition and/or procedural factors may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed based on provided information. Available information suggests patient factors (horizontal aorta) likely contributed to the event as it was reported that "due to the patients very horizontal aorta it was difficult to cross the native valve." Patient factors (i.e. Calcification, tortuosity, small vessel size, horizontal aorta) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.